Event description:
The patient received 2 trial scs leads with the same lot number. It was reported during the trial procedure, one of the scs leads had high impedance values, and the patient experienced pain when the amplitude was turned up. Repositioning the lead did not resolve the issue. The physician completed the procedure with another scs led. The surgery was extended 1 hour.

Manufacturer narrative:
Conclusion: complaint about "invalid impedance" and "patient discomfort" could not be confirmed; as received the lead was inspected under the microscope and no visual anomaly was found, the lead passed all functional tests/ curved stylet also functioned as designed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.